Event description:
The reporter contacted animas on (B)(6) 2012 alleging that when reviewing the pump history with their healthcare provider they found that some of the history, specifically boluses, were missing. The time and date settings were observed to be correct. There is no patient impact associated with this complaint. This report is being made based on the allegation that there are bolus records missing from the pump history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump bolus and black box history revealed that all bolused were delivered from (B)(4) 2012. There were no time or date changes observed in the black box history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There were no hypersensitive keys observed on keypad. The reported complaint, was unable to be duplicated during testing. Unrelated to the complaint, the battery compartment was cracked from the threads to case seal, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, the keypad was found to be peeling around the up arrow and ok keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Contamination was found under the key contacts.